Event description:
It was reported by service report that the foot won't go down. Foot jack stuck in high height and hydraulic jack traces of small amount of dried oil from base. No pt involvement or adverse consequences are reported.